Event description:
It was reported that prior to starting-pre-anesthesia of a da vinci-assisted benign hysterectomy surgical procedure, the surgeon side console (ssc) wasn't connecting to the vision side cart (vsc). The customer stated that they were trying to connect to the ssc, and it wasn't connecting. The customer stated that they then tried a new blue fiber cable and the issue remained. The customer stated that they swapped out the ssc that wasn't connecting (sn: (B)(6)) with an ssc from system sk4861 which did connect. Logs were showing a 23/40/31243/55 ssc timeout error on the vsc third fiber port down going to ssc sn: (B)(6). The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer connected to a different surgeon side console (ssc). No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. System logs show several errors that point to errors on the vsc third fiber port down going to the ssc.